Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia repair procedure. When deflating the balloon and removing it from the trocar in the patient, the balloon itself detached from the trocar. In order to resolve the issue and complete the procedure, the surgeon reached into the incision and manually removed the bag. The full item was recovered and there was no injury to the patient. The current patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the dissector balloon was broken. The insufflation bulb was received. The obturator and valve seal were not received. Pmv performed functional testing; the disengaged balloon could not be inflated. The valve seal was disengaged from the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. The investigation detected a secondary condition of handling rough that has no relationship to the reported incident. Based on the evidence available the reported condition was confirmed. Replication of the disengaged valve seal may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.